Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that post tether mode the lp was dislodged in atrium. The device was removed and replaced during procedure on (B)(6) 2024. The patient was stable.